Event description:
During routine maintenance testing, output of the vaporizer was noted to be higher than expected. Investigation/conclusion: see medical device advisory notice, dated may 9, 1995. According to ohmeda's records, this unit has not been serviced since its manufacturer date of 1992. Ohmeda recommends tec 5 vaporizers be returned every 3 years for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual.